Event description:
A customer manually programmed and reported mismatched results from their vitros 250 analyzer. Mismatched results might lead to inappropriate physician action; therefore the likelihood of an adverse patient outcome is not remote. There was no report of patient harm as a result of this event.